Event description:
In 2009, the patient reported that he experienced unexplainable elevated blood glucose on 2 incidents. On the event date, his blood glucose measured 565 mg/dl at 9:30am and he bolused and went to work. He was not feeling well and at 12:15pm his blood glucose measured "hi" on his blood glucose monitor. He was taken to the hospital and while waiting in the emergency room he disconnected from the infusion site and primed and insulin did drip from the end of the infusion tubing. He stated that he did not see any air in the system. He was treated with IV fluids and at 6:37pm his blood glucose measured 199 mg/dl and at 7:00pm he was released. At 9:14pm, his blood glucose measured 84 mg/d and he had no further issues. Two months later, he changed his insulin cartridge, infusion site, and tubing. His blood glucose measured 72 mg/dl the following day, at 5:43am. At 1:50pm, his blood glucose measured 522 mg/dl. He disconnected from his infusion device and performed a prime and it took a while for insulin to drip from the end of the infusion tubing. He did not see any air in the system. He reconnected to the infusion site and bolused 5 units of insulin and programmed a temporary basal rate increase of 200%. Troubleshooting did not reveal any product issues. He stated that he has a root canal a few days ago and he was taking an antibiotic. He did not believe the antibiotic would cause elevated blood glucose. At the time of the report his blood glucose measured 271 mg/dl. Upon follow up six days later, the patient stated that his blood glucose had returned to normal and his reading was near 100 mg/dl. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.